Event description:
The account stated that the patient positioning monitor (ppm) has no audible alarm.

Manufacturer narrative:
The accounts isolated the issue to the external buzzer. She replaced the external buzzer to repair the bed.